Manufacturer narrative:
The 840 ventilator serial number was not provided, once info is received, a f/u medwatch will be submitted.

Event description:
Received info stating that due to a ventilator malfunction, pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self testing.